Manufacturer narrative:
Result of investigation: vyaire medical failure analysis lab verified the reported "drop in oxygen" problem and vent is due for a 6 year/30k pm. Replacement of the o2 blender resolved initial final test failure. The 6 year 30k performance maintenance was performed. The revel unit passed all testing.

Manufacturer narrative:
Result of evaluation: the reported complaint by the customer was able to be confirmed and duplicated. The solenoid valve failed internally causing a low flow output. The fail solenoid valve was then replaced with a known good solenoid valve and uut underwent 2nd flow performance test and passed.

Manufacturer narrative:
The equipment was received in vyaire facility for evaluation. The ventilator passed 66.9 hours of extended testing. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported getting drop in oxygen while on patient on the revel ventilator. The customer confirmed that there was no patient harm associated with the reported event.